Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -9.0/1.0/074 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for with a same model but longer length lens due low vault without rotation. This resolved the problem. Cause of event was reported as unknown. Additional information provided "the arch is low, change crystal size from small to large".